Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid right coronary artery. A 3.5x38mm xience skypoint failed to cross due to anatomy. It was noted the device met resistance during removal with anatomy. A non-abbott drug eluting stent was used to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.